Event description:
It was reported that the tip of the pointer, knee navigation was broken off during processing and sterilization at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event that the pointer tip was broken off was confirmed through the visual inspection. It is possible rough or improper handling led to the broken tip. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that the tip of the pointer, knee navigation was broken off during processing and sterilization at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.